Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Patient reported that they just got home from a hospitalization on (B)(6) 2022 due to diabetic ketoacidosis. The patient reported that they were not wearing a pod during the hospitalization. We were unable to reach the patient for more information after three good faith follow up attempts. The patient did not provide any more information.